Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 400mg/dl. The customer delivered correction boluses to address the bg levels. Reportedly, the customer uses u-500 insulin in their cartridge. System check with tandem technical support (cts) indicated pump was performing as intended. Cts educated the customer in regards to different factors that may lead to an elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.